Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No unexpected bolus delivery noted.

Event description:
Customer called in complaining that his insulin pump was delivering insulin at times when he was not trying to deliver insulin to his body, resulting in low blood glucose levels. For the last two days, customer would have low blood glucose levels and would eat food to treat it. About an hour after eating, he would have even lower blood glucose levels than before. Customer stated that he believed there was a delivery anomaly since he did not give himself any insulin. Customer's lowest blood glucose level was 35 mg/dl. Customer reported that his insulin pump was exposed to strong magnetic fields about a year ago, when he had a dental x-ray. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the delivery volume accuracy and motor tests. No motor anomalies were noted.